Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of phacoemulsification unit. The fss ran a pneumatic vitrectomy function test and found within specifications. A vitrectomy cut test was performed and no issues found. The fss checked the cut rate at doctor¿s settings and system performed with no issues. The fss proactively replaced the front panel connector assembly as a precaution. The fss tested the function of the vitrectomy after part replacement. No issues were found. In addition, the fss performed a 2 year preventative maintenance on system. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported the vitrectomy cutter would not cut. There was no patient injury was reported.